Event description:
It was reported that the device had no telemetry and unexpected longevity. The leads had high output due to a new condition. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).